Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus arthroscopic repair, the t2 of three (3) fast-fix 360 devices fell off. The t1 was removed from the patient. The surgery was completed with a smith and nephew back-up device. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported devices were received for evaluation. A visual inspection revealed three devices were returned together in a single original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. Device two, the t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. Device three, the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation of device one showed the actuator will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. Device two showed the actuator will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. Device three showed the actuator cycled the t2 off the needle, but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.